Event description:
It was reported that since a patient had a full implant, she never had therapeutic effect. She was having poor success and was still wearing diapers. After implant the patient tried three water aerobics classes before her healthcare professional told her to wait until the implant had scarred into place. Since the first water aerobics class, the patient noticed two stimulation points stimulated the hip instead of the vagina. Stimulation was in the wrong location. She thought stimulation fell into the bicycle seat area. The patient was waiting and had only tried one other water class. Stimulation felt like ¿a tampon turned sideways¿ to the patient. Two days prior to the report, the patient developed a kidney stone and was told to pass it and catch it with a mesh funnel. The patient couldn¿t always get the funnel in place before urinating. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that the patient got a new implant on (B)(6) and the healthcare professional did an x-ray 6-8 months after her first implant and noted that the lead wire was not in the right position.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va0jvs0, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the patient was still having concerns with their device or therapy but had not sought further help. The patient didn't believe that the healthcare provider could help them.